Manufacturer narrative:
Date of event: exact date unknown, event occurred on the day that the device was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7006778; product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 21529054.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to pain at the pocket site. The explanted devices will not be returned.